Manufacturer narrative:
It was reported that the handle of a syringe component broke and that a physician's hand was cut. At the time of the incident, no serious injury or medical intervention was reported and the procedure was completed without further incident or reported impact to the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the handle of a syringe component broke and that a physician's hand was cut.